Event description:
It was reported that the implant disengaged from the placement driver during a procedure. Another implant was placed using the same placement driver. There was no report of a delay in procedure or patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant disengaged from the placement driver during a procedure. Another implant was placed using the same placement driver. There was no report of a delay in procedure or patient injury. D4: expiration date: 03 jul 2023. UDI: (B)(4). G4: 23 may 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H4: 03 jul 2018. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was received for evaluation. Visual and dimensional comparison of the engineering drawing with the subject implant verified that the design was consistent and within all required specifications. Functional testing was performed with a test mount. And the reported implant. The mount successfully engaged and disengaged with the external hex feature of the implant as intended. The reported condition of an implant that disengaged from the placement driver was not confirmed. A device history record (DHR) review was completed for the reported device lot. There were no manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot. No other reported complaints with similar incident against the subject lot to date were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported device has been received for evaluation. A supplemental report will be submitted upon receipt of additional information that requires reporting and or to report investigation results. The following information is not known at the time of this report: date of birth not provided.

Event description:
It was reported that the implant disengaged from the placement driver during a procedure. Another implant was placed using the same placement driver. There was no report of a delay in procedure or patient injury.